Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a hole is confirmed and was determined to be use related. One 4 fr single lumen per-q-cath, one stiffening stylet, one excalibur introducer sheath, and a product information sticker were returned for evaluation. An initial visual observation showed use residue on the returned samples. The stiffening stylet was observed to be bent and kinked in several locations, and the stylet was observed to be completely out of the t-lock. The catheter was flushed with a 12 ml syringe of water and a spraying leak was observed just distal to the strain relief. A microscopic observation revealed a large longitudinal split in the catheter at the distal end of the strain relief. The edges of the split were observed to be rough and curved slightly inward. The catheter was dissected and more extensive damage was observed on the inner wall of the catheter around the observed split; especially at the proximal corner of the split. The type of damage observed on and within the returned catheter was most-likely caused by manipulation of the stiffening stylet within the catheter without first flushing the catheter and/or rapid or forceful withdrawal of the stylet from the catheter. The product IFU states: ¿flush the catheter with sterile normal saline or heparinized saline prior to use. Catheter stylet must be wetted prior to stylet repositioning or withdrawal¿ and ¿never use force to remove the stylet. Resistance can damage the catheter. If resistance or bunching of the catheter is observed, stop stylet withdrawal and allow the catheter to return to normal shape. Withdraw both the catheter and stylet together approximately 2 cm and reattempt stylet removal. Repeat this procedure until the stylet is easily removed. Once the stylet is out, advance the catheter into the desired position.¿ a lot history review (lhr) of rebz0505 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the after insertion a hole was noticed in the catheter. The attempt happened in the upper limb guided by doppler ultrasound.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak was inconclusive because no sample was returned to vad for evaluation. Based on the description of the reported event, possible contributing factors include sharp instrument damage and stylet damage; however, the lack of a returned sample prevented both confirmation of the reported event and identification of a root cause(s). Consequently, this complaint is inconclusive at this time. A lot history review (lhr) of rebz0505 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the after insertion a hole was noticed in the catheter. The attempt happened in the upper limb guided by doppler ultrasound.